Manufacturer narrative:
Initial reporter name: unknown. Establishments address: unknown. Phone number: unknown. Occupation: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received an FDA medwatch report # mw5102858. The event description states a terumo pinnacle r/oii introducer sheath with radiopaque marker 8fr 25cm fractured was used during an endovascular procedure which resulted in a retain foreign body. The patient required a exploratory surgery and removal of the retained foreign body.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for product evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).